Manufacturer narrative:
It was reported that a (B)(6) female patient underwent an ablation procedure for wolff-parkinson-white (wpw) with antidromic conduction with a thermocool smarttouch bidirectional catheter and suffered a cardiac tamponade requiring pericardiocentesis with pericardial drain. During ablation, the patient became hypotensive and a pericardial effusion was confirmed via intracardiac echocardiography (ice). Pericardiocentesis yielded 250 ml. Pericardial drain was left in place. Patient was reported to be in stable condition. Patient required extended hospitalization as a result of the adverse event for pericardial drain management. Patient fully recovered. Product investigation summary: the returned device was visually inspected and it was found in normal conditions. The catheter was evaluated for carto 3 and it was recognized by the system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The catheter was evaluated for screening test and catheter passed. The force feature was working properly. Finally, the force sensor values were found within specifications. Then the catheter was tested for electrical performance and stockert compatibility and it was found within specifications. Additionally, a deflection and an irrigation test were performed and the catheter passed the tests. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cardiac tamponade remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. Manufacturer's ref # (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system, model and serial numbers unknown; st. Jude medical sl0 8.5fr sheath, lot number unknown. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an ablation procedure for wolff-parkinson-white (wpw) with antidromic conduction with a thermocool smarttouch bidirectional catheter and suffered a cardiac tamponade requiring pericardiocentesis with pericardial drain. During ablation, the patient became hypotensive and a pericardial effusion was confirmed via intracardiac echocardiography (ice). Pericardiocentesis yielded 250 ml. Pericardial drain was left in place. Patient was reported to be in stable condition. Patient required extended hospitalization as a result of the adverse event for pericardial drain management. Patient fully recovered. Factors cited that may have contributed to the adverse event include the patient¿s anatomy. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. No transseptal puncture was performed, as the patent foramen ovale (pfo) was traversed using a dilator. Sheath used was a st. Jude medical sl0 8.5 french. Generator was set on power control mode at 35 watts (not titrated). Overall ablation time at the site of injury was 60 seconds. Last ablation cycle time at the site of injury was 30 seconds. Irrigated catheter flow was set at 30 ml/min. Patient received anticoagulant during the procedure with activated clotting time (act) maintained at 300 seconds. Spi value was 10-15 grams. Smarttouch catheter was not in close proximity to another catheter. Smarttouch catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. There were no errors reported on any bwi equipment during the procedure.

Manufacturer narrative:
On 1/15/2018, the bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference number: (B)(4).